Event description:
Healthcare professional reported against the left side "left mammary implant presenting irregular contours and gel fragmentation, with elastomer collapse, compatible with intracapsular rupture. Moderate peri-implant hyperintense liquid, that may correspond with hematic content/ high protein content", "nodule in left breast with characteristics probably benign", "return in consultation with image exams, that described rupture of left implant, and capsular contracture baker 4, having the necessity to replace the implants" and "cyst with hyperintense content in stir, thin septum and without enhancement through contrast, localized on central region of left breast, measuring 0.6 cm." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma late, capsular contracture baker grade IV, rupture.